Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient had an unexpected refractive outcome. Two and a half months after initial implantation, the lens was exchanged for another lens of same model but 1.5 diopters less power. Additional information was requested.

Manufacturer narrative:
The lens was returned in a contact lens case. Solution is dried on the lens. The optic is torn/split/cracked and cut, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Associated products were not provided. It is unknown if the qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. Information was provided that the initial18.5 diopter lens was replaced with a 17.0 diopter lens. The manufacturer internal reference number is: (B)(4).